Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair his recurrent left inguinal hernia and to "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of left and right inguinal hernias. A bard/davol 3dmax reference number (B)(4), lot number husk1775 was implanted to repair the left inguinal hernia defect. On (B)(6) 2012: the patient underwent an additional surgery to repair his recurrent left inguinal hernia and to "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair his recurrent left inguinal hernia and to "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of 3dmax mesh, patient was diagnosed with hernia recurrence, abdominal pain and mesh migration thereby underwent repair. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of left and right inguinal hernias. A bard/davol 3dmax reference number 0115310, lot number husk1775 was implanted to repair the left inguinal hernia defect. (B)(6) 2012: the patient underwent an additional surgery to repair his recurrent left inguinal hernia and to "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of two 3dmax meshes (device #1 & #2). Per operative notes, ¿inguinal hernias on both sides were noted, it was decided to repair the left side first. The hernia sac was reduced. A medium 3dmax mesh (device #1) was placed into the abdominal cavity and over the floor of the inguinal area. At the right side, the hernia was reduced back into the abdominal cavity. A medium 3dmax mesh (device #2) was placed over the hernia defect, over the floor of the inguinal region and also the femoral triangle and sutured.¿ (B)(6) 2012 - patient was diagnosed with recurrent left inguinal hernia and left inguinodynia thereby underwent laparoscopic repair with reduction of incarcerated omentum. Per operative notes, ¿there was a significant amount of adhesive tissue to the previous mesh repairs bilaterally which appears to have been a repair on both sides. There was a piece of incarcerated omentum on the medial portion of the left inguinal region. There appeared to be dislodgement and malposition of the mesh with this falling medially. A piece of synthetic mesh was then inserted into the preperitoneal space and tacked.¿ attorney alleges that the patient had mesh migration, nerve damage, hernia recurrence and pain.